Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager's external pyxibus cable had become disconnected due to the broken cable screws. A field service engineer replaced the external pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator malfunctioned, indicating 'required maintenance' during recovery attempts, which prevented users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.